Manufacturer narrative:
Section d10: concomitant products bandeja tibial logic fit 4f/5t (cat# 02-012-45-4050 / serial# (B)(6). Comp. Femoral asimetrico poroso cr nº4 dcha (cat# 232-03-04 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 years post initial right tka, the 55 y/o male patient reports spill and synovitis? It does not show pain but lysis is observed in the tibial plateu. Patient was revised to competitor's devices. No further information provided.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of osteolysis. The extent and root cause of the osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the revision reported was likely the result of prosthesis wear. A contributing factor to the extent of wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. H6: clinical, problem, and investigation codes updated. The following sections were corrected: h3: prior investigation comments no longer applies. H6: clinical code (osteolysis), problem code (adverse event w/o identified device or use problem), investigation findings (device problem found, packaging materials problem), investigation conclusion (known inherent risk of device) codes no longer apply. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, h6. MDR section codes updated/corrected: b. The revision reported was likely the result of prosthesis wear. A contributing factor to the extent of wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.